Manufacturer narrative:
(B)(4). Device evaluated by MFR: synergy ous mr 2.75 x 38mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. Stent strut rows 1-14 counting at the end of the stent were undamaged. The remainder of the stent was damaged; struts were stretched distally such that the distal end of the stent extended over the tip of the device. The undamaged section of the crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. Inspection and testing as well as process monitoring and control were conducted throughout the manufacturing process to establish product conformance to specified requirements. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
Reportable based on device analysis completed on 24-aug-2017. It was reported that crossing difficulties were encountered. The 88% stenosed target lesion was located in the severely tortuous and moderately calcified left anterior descending (lad) artery. Following predilation using a 15x15mm balloon. A 2.75 x 38 synergy¿ stent advanced but failed to cross the lesion. The procedure was completed with another of same device. No patient complications were reported and the patient was stable. However, returned device analysis revealed stent damage.